Manufacturer narrative:
Findings: the insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Replace battery alarm and power error detected alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. Unit was received with deep scratched case, minor scratched lcd window, scratched keypad overlay and cracked select button keypad overlay. No physical damage to battery cap noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap was loose and received battery errors. The customer¿s blood glucose level was 13.3 mmol/l. The insulin pump will be returned for analysis.